Event description:
I had hernia repair done in 2006. Covidien helical fasteners by covidien u.s. Surgical tacks were used to hold my mesh in place. The product number is omsttsd30 ponce uss tacker. They came loose from the repair site and are floating through my body. I have it on xray of one of them is up in my chest cavity by my heart. I had the xray done in 2014 and thats how I found out they have migrated (the tacks that is). This can't be safe for me at all. I have contacted covidien and they want me to send a copy of the xray to them so they can see it. Rx meds: none. Otc meds: multi vitamins.